Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 555mg/dl. The customer had symptoms such as thirst and having to use the rest room. Customer¿s current blood glucose was 443mg/dl. Troubleshooting was performed. The drive support cap is loose. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir and declined to troubleshoot for the high blood sugar. Customer advised to change entire set, reservoir and insulin treat as per hcp¿s instructions. The product was not returned for analysis.